Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. During visual inspection, found that the drive support disk was recessed (normal) but the customer applied adhesive to the drive support disk. Unit also had a missing drive support sticker.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose and diabetes keto acidosis on (B)(6) 2018 with blood glucose level of 538 mg/dl. The customer¿s current blood glucose was 600 mg/dl. The customer treated with manual injections. Customer was wearing the insulin pump at time of hospitalization. The customer reported that the drive support cap was flush. The insulin pump will be returned for analysis.